Event description:
It was reported that the ventilator has suffered a strong blow and as a result of it, the front of the monitor and its anchoring support got damaged. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator suffered a strong blow and as a result of it, the front of the monitor and its anchoring support got damaged. The ventilator was sent to the workshop for repair. No further issues have been reported.

Event description:
Manufacturer ref.#: (B)(4).